Event description:
The customer received a result from coaguchek xs meter serial number (B)(4). At 2:06 pm, the result from the meter was 3.9 inr. At 2:10 pm, the result from the laboratory was 2.69 inr. The reagent used was requested but was not known. There was no allegation of an adverse event. The warfarin dose was adjusted based on the laboratory result. The patient was not anemic, took no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no new illnesses, and no bleeding or bruising the patient tests (B)(6) for lupus. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.